Event description:
During instillation of the product into the pt's eye, the cannula detached from the syringe causing a tear in the anterior and posterior capsule. This necessitated a vitrectomy and implantation of an anterior chamber lens. Initial report indicated that the tech had not firmly attached the cannula to the syringe.